Manufacturer narrative:
Customer to call back if needed after trouble shooting. No further request from customer for parts or troubleshooting. The unit remains on site with no additional information. Parts were not returned by customer therefore no evaluation of root cause can be determined.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the respiratory therapist heard a small pop, then the display went blank but the ventilator continued to ventilate. The customer stated that the backlight is working but nothing on the display. The customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.